Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 13.86mm x 4.88mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The instrument was found to have a broken grip at the grip base. A piece approximately 13.86mm x 4.88mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding one side of the instrument being broken off was confirmed by failure analysis.

Event description:
It was reported that during central processing, one side of the fenestrated bipolar forceps instrument was observed to be broken off. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the distal working end of the instrument was broken and one side of the jaws was observed to be broken off. The issue was discovered in central processing and there was no awareness of patient involvement associated with the damage. Patient demographics and patient related information was requested, however, the customer advised that there was no patient information which needed to be provided.